Manufacturer narrative:
A report was received by our implant patient registry that an annuloplasty ring was explanted after 3 days and was replaced by an edwards 6900p valve due to unknown reasons. No patient information information was provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Method: device not returned. Conclusion: explants of rings at sometime during a postoperative period (> 0 days) are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation and therefore are considered serious injury. In this case, the ring was explanted after 3 days and replaced by a valve with no additional information provided. Without additional information from the health care provider regarding the event, we are unable to determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of 3 days (010 months) and replaced by an edwards 6900p valve due to unknown reasons.